Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating with server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating with the server. A technical support specialist backed up the database in the d drive, checked for retry errors, synchronized information 2.0 under the pharmacy enterprise structure and graphical user interface, performed a port test on the station, pinged the station from the server, dropped the database, repaired the application, performed a full synchronization on the device, fixed the rss agent by re-installing it, and re-registered the component manager to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.